Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported driveline infection could not be conclusively determined through this evaluation. Review of the submitted images confirmed superficial damage to the outer jacket of the patient¿s pump cable. Although a specific cause for the observed damage could not be conclusively determined through this evaluation, the account reported that the root cause was due to unintentional damage during a surgical driveline revision. Further, the superficial damage did not appear to have contributed to an electrical issue as the submitted log files captured the pump functioning as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. B are currently available. The patient handbook cautions the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, or pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU, ¿patient care and management¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿, instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged).¿ section 6 of the IFU also lists infection as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide additional instructions regarding driveline care in sub-sections entitled, ¿what not to do: driveline and cables¿. Furthermore, section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had chronic to ascending driveline infection with evidence of staphylococcus aureus. Conservative therapeutic approach was unsuccessful. Surgical driveline revision was performed with fusiform excision of the exit after instillation of methylene blue solution. Actions performed included dissection into the healthy area and removal of diseased tissue and disinfection with lavanox. The infected driveline felt was prepared and entry was from distal and opening over approximately 2.5cm. In doing so, the wrong layer was entered, and that the inner cord was exposed. The individual current phases were not visible. Otherwise, the felt could be easily removed. Disinfection with lavanox and drying with a compress was done. Instillation of silicone adhesive under the sheathing was performed. The defect was covered with prolene 5/0, going back and forth with good adaptation of the edges. A vacuum dressing was created.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.